Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707534) on 09-aug-2017. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), menorrhagia ("very heavy menstrual periods"), allergy to metals ("nickel allergy") with skin disorder and skin plaque, pain in extremity ("pain in upper and lower limbs"), vertigo ("rotatory vertigo"), mental impairment ("difficulty thinking"), amnesia ("memory loss"), asthenia ("very marked asthenia"), deafness ("loss of hearing"), visual impairment ("visual disturbance"), dry eye ("dry eyes"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), palpitations ("palpitations") and night sweats ("night sweats"), 3 months 5 days after insertion of essure. The patient was treated with surgery (bilateral laparoscopy removing the interstitial portion and the entire essure system). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menorrhagia, allergy to metals, pain in extremity, vertigo, mental impairment, amnesia, asthenia, deafness, visual impairment, dry eye, dizziness, dyspnoea, palpitations and night sweats outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, asthenia, back pain, deafness, dizziness, dry eye, dyspnoea, menorrhagia, mental impairment, night sweats, pain in extremity, palpitations, vertigo and visual impairment to be related to essure. The reporter commented: three months after placement of essure the patient started to have health problems. The doctors could not find the cause of my problems. Only the dermatologist saw the connection with essure. Essure model ess 305, date of incident: (B)(6) 06 (discrepant information received) essure placement was under general anaesthetic. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2020: placement, removal dates and duration of regimen were updated, essure placement was under general anaesthetic. Date of onset of events added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("pain in upper limbs"), the second episode of pain in extremity ("pain in lower limbs"), menorrhagia ("very heavy menstrual periods"), vertigo ("rotatory vertigo"), mental impairment ("difficulty thinking"), amnesia ("memory loss"), asthenia ("very marked asthenia"), deafness ("loss of hearing"), allergy to metals ("nickel allergy") with skin disorder and skin plaque, visual impairment ("visual disturbance"), dry eye ("dry eyes"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), back pain ("lower back pain") and night sweats ("night sweats"). The patient was treated with surgery (salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of pain in extremity, menorrhagia, vertigo, mental impairment, amnesia, asthenia, deafness, allergy to metals, visual impairment, dry eye, dizziness, dyspnoea, palpitations, back pain and night sweats outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, asthenia, back pain, deafness, dizziness, dry eye, dyspnoea, menorrhagia, mental impairment, night sweats, palpitations, vertigo, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: the doctors could not find the cause of my problems. Only the dermatologist saw the connection with essure. Essure model ess 305, date of incident: (B)(6) 2006 (discrepant information received). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.114 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), menorrhagia ("very heavy menstrual periods"), allergy to metals ("nickel allergy") with skin disorder and skin plaque, pain in extremity ("pain in upper and lower limbs"), vertigo ("rotatory vertigo"), mental impairment ("difficulty thinking"), amnesia ("memory loss"), asthenia ("very marked asthenia"), deafness ("loss of hearing"), visual impairment ("visual disturbance"), dry eye ("dry eyes"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), palpitations ("palpitations") and night sweats ("night sweats"), 3 months 5 days after insertion of essure. The patient was treated with surgery (bilateral laparoscopy removing the interstitial portion and the entire essure system). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menorrhagia, allergy to metals, pain in extremity, vertigo, mental impairment, amnesia, asthenia, deafness, visual impairment, dry eye, dizziness, dyspnoea, palpitations and night sweats outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, asthenia, back pain, deafness, dizziness, dry eye, dyspnoea, menorrhagia, mental impairment, night sweats, pain in extremity, palpitations, vertigo and visual impairment to be related to essure. The reporter commented: three months after placement of essure the patient started to have health problems. The doctors could not find the cause of my problems. Only the dermatologist saw the connection with essure. Essure model ess 305, date of incident: 01-jan-06 (discrepant information received) essure placement was under general anaesthetic. Lot number: 774374 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 23-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 774374) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("pain in upper limbs"), the second episode of pain in extremity ("pain in lower limbs"), menorrhagia ("very heavy menstrual periods"), vertigo ("rotatory vertigo"), mental impairment ("difficulty thinking"), amnesia ("memory loss"), asthenia ("very marked asthenia"), deafness ("loss of hearing"), allergy to metals ("nickel allergy") with skin disorder and skin plaque, visual impairment ("visual disturbance"), dry eye ("dry eyes"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), back pain ("lower back pain") and night sweats ("night sweats"). The patient was treated with surgery (salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of pain in extremity, menorrhagia, vertigo, mental impairment, amnesia, asthenia, deafness, allergy to metals, visual impairment, dry eye, dizziness, dyspnoea, palpitations, back pain and night sweats outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, asthenia, back pain, deafness, dizziness, dry eye, dyspnoea, menorrhagia, mental impairment, night sweats, palpitations, vertigo, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: the doctors could not find the cause of my problems. Only the dermatologist saw the connection with essure. Essure model ess 305, date of incident: (B)(6) 2006 (discrepant information received). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.